Event description:
It was reported that this patient with a pacemaker system was evaluated in the clinic and they noted there was a change in right ventricular (rv) lead measurements over the last six months. Technical services (ts) was consulted to review device data. Ts reviewed the rv lead trend and found the intrinsic amplitudes and pacing lead impedances (pli) decreased however, pli were within range and rv thresholds began to increase. Additionally, review of the arrythmia logbook showed ventricular episodes in there was t-wave oversensing of noise and electrograms (egm) with different morphology. Ts recommended to see if the patient had an accident, trauma, or hospital procedure around (B)(6) 2025 and suggested to evaluate the position and integrity of the lead. Ts provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.